Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-5 to treat lumbar canal stenosis. It was reported that the tip of the driver broke off during tightening of the set screw. The tip was retrieved from the screw head. No patient n complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of the instrument¿s tip has been broken off, consistent with interface during usage. Inspection of material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.